Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump force sensor calibration failed. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on 15-jun-2022 via email and attached to complaint object: no patient involvement was reported for this event.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 15-jun-2022 via email and attached to complaint object: no patient involvement was reported for this event.

Manufacturer narrative:
Other text: h4: device manufacture date: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both seals were broken, and only third-party seals were present. A non-original equipment manufacturer battery was identified. There were no signs of any external damage. Error codes were not found in the ehl (event history log). The customer reported problem was not duplicated during the investigation. The root cause of the reported problem cannot be determined as the force sensor readings were within specification and the force sensor calibrated normally. The force sensor was replaced as a preventive measure. Performed power up process, calibration, preventive maintenance and all functional tests which passed. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 3500.